Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain to my right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I had q pump cant imagine the pain without it"), faeces hard ("I was afraid it would hurt (passing stool)") and depressed mood ("feeling very depressed"). The patient was treated with surgery (hysterectomy) and laxatives and prune juice. At the time of the report, the pelvic pain, procedural pain, faeces hard and depressed mood outcome was unknown. The reporter considered depressed mood, faeces hard, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: pain to my right. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain to my right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I had q pump cant imaagine the pain without it"), faeces hard ("I was afraid it would hurt (passing stool)"), depressed mood ("feeling very depressed"), dyshidrotic eczema ("dyshidrotic eczema") and alopecia ("hair loss"). The patient was treated with surgery (hysteerectomy) and laxatives and prune juice. Essure was removed. At the time of the report, the pelvic pain, procedural pain, faeces hard, depressed mood, dyshidrotic eczema and alopecia outcome was unknown. The reporter considered alopecia, depressed mood, dyshidrotic eczema, faeces hard, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event dyshidrotic eczema was added. Reporter was added. On 23-mar-2020: social media report received. New reporter was added. On 23-mar-2020: content from social media received: new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I had q pump cant imaagine the pain without it"), faeces hard ("I was afraid it would hurt (passing stool)") and depressed mood ("feeling very depressed"). The patient was treated with surgery (hysterectomy) and laxatives and prune juice. Essure was removed. At the time of the report, the procedural pain, faeces hard and depressed mood outcome was unknown. The reporter considered depressed mood, faeces hard, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, stools hard, depressed mood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : case became incident. New event was added- feeling very depressed. Reporter information added. Fup 2 and fup 3 processed together. On 20-mar-2020: social media received. New event added: I was afraid it would hurt (passing stool). Reporter was added. Fup 2 and fup 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.